Event description:
Rep reports that the sugeon attached devcie to drill also using a drill guard. It was reported that the device fialed to disengage. The device decended into the canal of the spinal column. Patient was not harmed.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The returned items were found to be fully functional and the stop was operational. Thus, it is anticipated that if the stop was set properly, the drill would not continue to cut. The mechanical stop is intended to keep the drill from advancing further, not to stop the rotation of the drill. Other drill products have clutch mechanisms integral to their design that would discontinue rotation of the drills, but this feature is not present on the subject product and related components. Examination of the depth stop mechanism was carried out and it functioned properly. The device's condition was satisfactory. No issues were noted in the lot history records for this batch of devices. No complaints of this nature have been received in the past. We were not able to determine the root cause of the drill not stopping forward progress since the stop mechanism was properly functioning. If the stop was not properly engaged during use, the drill will continue to spin and to make forward progress. There is no clutch mechanism in this drill system. Based on this information no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.